Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a routine shift check, the customer observed that the battery guide springs inside the battery compartment of the autopulse platform (sn (B)(6)) were broken and no longer allowed batteries to be inserted into the platform. No patient involvement.